Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after spiking a bag, there was a separation between the drip chamber and the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.